Manufacturer narrative:
H3 other text : other

Event description:
It was reported by the user site that during a selenia dimensions mammography system procedure on (B)(6) 2025 that image artifacts were observed on the mammographic images, and a subsequent check revealed a malfunction of the machine. No user or patient injuries were reported. Hologic technical support troubleshooting confirmed that the operating procedure was correct and that the system was being used in accordance with the product¿s intended purpose. A third-party service provider, contacted by the hospital¿s equipment department, inspected the system and performed cleaning of the paddle, which led to partial improvement. The third party also recommended additional spare parts, but these were not replaced. The manufacturer¿s field service engineer (fse) confirmed with the user site that the hospital¿s equipment department handled the device directly and that no further manufacturer service intervention was performed. No further information is currently available.